Event description:
Audiologist indicated that she could not make a connection with the internal device. She had switched out all the externals. Pt did not respond to any type of auditory input. Explantation/reimplantation surgery has not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.